Event description:
It was reported that the patient experienced the cuff being too tight resulting in erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and no new device was implanted so that the patient could heal. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.